Manufacturer narrative:
The device was not returned to olympus. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the screen becomes noised during use of a gastrointestinal endoscopy procedure involving an olympus gastrointestinal videoscope. There was no patient injury reported. Other information from source report: patient impacted?: others. Model number from source: ni item code: ni gender: ni age at time of event: ni patient weight: ni expiration date: ni manufacture date: ni attachments (relevant to complaint handling): n due diligence activity (relevant to complaint handling, not contained in above fields): manifestation of injury: none manifestation of device malfunction: the screen becomes noised intended disease treatment or effects: gastrointestinal endoscopy examination description of the event cause analysis: product-related reason initial action taken: use was immediately suspended; it was replaced with another scope for the procedure.